Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Gi bleeding and multi-organ failure are known potential complications associated with all patients implanted with vad's. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. This patient was emergently implanted after being hospitalized in critical condition. Clinical factors that may have contributed to the reported event and patient's outcome are multifactorial and may be attributed to the patient's clinical condition prior to implantation, medical treatment, and related comorbidities. Though the root cause of the reported event cannot be conclusively determined there are patient and procedural factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient was emergently implanted on (B)(6) 2016. The post-operative period was complicated by gastrointestinal (gi) bleed and aspiration upon extubation requiring reintubation. The patient was also found to have an abdominal aneurysm that was clipped. The patient's right heart function decompensated requiring venoarterial extracorporeal membrane oxygenation (va-ECMO) support. She did not respond to treatment and eventually developed multi-organ failure. The decision was made to transfer the patient to hospice care. She expired on (B)(6) 2016 with her family bedside. The device remains implanted post-mortem. No further information was provided.